Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument's left, right, up, and down operations were reversed. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of the ordinary was observed and no instrument-to-instrument or system arm-to-arm interference was observed. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The movements of the surgeon did not scale appropriately to the instrument. The instrument moved to the opposite side. The console surgeon tried to move the instrument to downwards, but it moved to upwards. The timing of the instrument movement was not appropriate. The issue was persistent. Soon after the instrument was replaced, the issue occurred. The instrument was replaced with back up instrument and the issue were resolved. No injury to the patient was observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grip tips moved in the opposite direction. This behavior was observed in the pitch/yaw direction(s) and presented on three out of three installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.